Manufacturer narrative:
Patient 2 had a k result of 3.0 mmol/l and a cl result of 77.8 mmol/l. Correction of the following statement in b7 : patient 2 was admitted to the hospital based on the sodium result and received hypertonic saline as treatment. No serious injuries were alleged. The corrected statement is: patient 2 was admitted to the hospital for "other" health-related reasons and monitoring of sodium. The patient was reportedly treated with hypertonic saline for low sodium. No harm was alleged due to this treatment. The patient was discharged to a rehabilitation facility.

Manufacturer narrative:
It was found that the customer centrifuges patient samples for 9 minutes at 3950 rpm, which may be too short and too fast. The alarm trace showed an ise reagent probe up/down alarm and an abnormal probe sucking error. The root cause of the event was found to be consistent with customer analyzer maintenance issues.

Event description:
There was an allegation of questionable gen.2 ise indirect for na, k , and cl results for 50 patient samples on a cobas 6000 c (501) module. The customer provided an example of discrepant results for 2 patient samples. The doctor questioned the initial results which prompted the customer to repeat the samples. For patient 1, the initial na result was 121 mmol/l, the initial k result was 3.6 mmol/l, and the initial cl result was 87.2 mmol/l. The sample was repeated on a c303 analyzer and the repeat na result was 138.5 mmol/l, the repeat k result was 4.2 mmol/l, and the repeat cl result was 100.5 mmol/l. For patient 2, the initial na result was 111 mmol/l. The sample was repeated on a c303 analyzer and the repeat na result was 120.6 mmol/l. The repeat results were deemed correct.

Manufacturer narrative:
The na electrode lot number is n0335 and the expiration date is 09-jul-2024. The k electrode lot number is w6379 and the expiration date is 14-jul-2024. The cl electrode lot number is i6631 and the expiration date is 04-jun-2024. The customer stated that a staff member performed analyzer maintenance prior to the event and had bent the ise bath vacuum nozzles and had replaced them incorrectly. The field service engineer (fse) found a bent bath nozzle and replaced it and performed ise checks successfully. The customer performed calibration and qc successfully. The investigation is ongoing.